Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. Note: the reader is designed to display readings of 20 mg/dl to 500 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc reader. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer's caregiver reported the customer received a sensor scan result of 100 mg/dl compared to a reading of 'lo' (reading <20 mg/dl) obtained on the built-in device. Readings of 19 mg/dl and 100 mg/dl were plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. Customer experienced symptoms of hypoglycemia and was unable to self-treat, requiring treatment of glucagon by a third-party. There was no report of death or permanent injury associated with this event.